Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) was recorded as high, and customer administered an insulin pen to address bg. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.